Event description:
The customer reported that the device ready for us indicator displayed a red x.

Manufacturer narrative:
(B)(4): the customer reported that the device ready for use indicator displayed a red x. A different battery was inserted with the same result. There was no reported pt involvement. The philips repair bench found that the device failed self test with a shock equipment malfunction. A philips bench technician evaluated the device and confirmed the failure. The device was found to fail the op check test and did not deliver defibrillation energy within specifications. The output energy was low. The cause was traced to a faulty high voltage capacitor. The high voltage capacitor was replaced to resolve the failure. The device passed all performance assurance tests and was returned to customer. This was a malfunction of the high voltage capacitor that caused delivered energy to be below specifications.